Event description:
It was reported that after the pump was implanted on (B)(6) 2011 that patient "could not sit up or he would vomit." After the patient returned home following the implant, he developed a cerebrospinal fluid (csf) leak and had more csf leaks as of the time of the report. The physician designed a regimen of draining and patching for the leaks beginning in early (B)(6). As of the time of the report the patient had 4 or 5 blood patches with the pump and had spent "most of his time lying on his back." The physician recommended a shunt but the reporter did not want to do that since the patient's csf pressure wasn't very high. The patient did not want to have the pump removed because of his specific kind of spasticity, which increases in severity over time. Additional information reported that the patient experienced swelling at the operative site and increased tone. The patient was hospitalized. Patient outcome was reported as recovered without sequelae. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.